Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the ureter during video laparoscopy procedure performed on (B)(6) 2022. During procedure, the basket wire broke when the basket was opened and closed. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned gemini basket was analyzed, and a visual inspection observed that the device was received with the basket retracted or closed. The sheath was found buckled/accordion and torn at the proximal section. During functional inspection, the actuation of the handle found the basket was not able to open or close. No other issues were noted. The reported event of basket wire break was not confirmed. Based on all available information, the failure found sheath accordioned/buckled is likely related to device design. The axial force applied when the device is actuated can easily buckle the sheath. Additionally, if the device keeps being actuated, more buckling modes can be triggered, and eventually tore the sheath. Therefore, the most probable cause is cause traced to device design. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the ureter during video laparoscopy procedure performed on (B)(6) 2022. During procedure, the basket wire broke when the basket was opened and closed. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.